Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a leak repair. During the device analysis, the service engineer indicates that no electrical continuity due to corrosion on distal end was found. It was determined that the distal end needed to be replaced.  There was no patient involvement.